Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high pacing impedance and high capture threshold. Physical damage was suspected. It was noted that the helix was difficult to extend. The physician removed and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were high lead impedance, inadequate capture, and a helix mechanism issue. Final analysis found that as received, a complete lead was returned for analysis. The reported events of high lead impedance and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. The lead was returned with the helix extended and clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.